Event description:
Boston scientific received information that this patient was moving items on a high shelf which caused this left ventricular (lv) lead to exhibit elevated threshold measurements and loss of capture. Lead dislodgement was confirmed.

Manufacturer narrative:
Additional information was received eleven months later stating that the previously reported revision procedure for dislodgement of this lead resulted in a serious deterioration of this patient's health. Additionally, the patient required in-patient hospitalization or prolongation of existing hospitalization. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.